Manufacturer narrative:
Attempts for product return and additional information cannot be made as the information of the user who experienced the issue is unknown. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) there is another mother indicating that her child received a burn from a masimo product.